Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "extrusion" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿extrusion 2 month post-implantation¿.

Event description:
Healthcare professional reported right side device removal as "implant extrusion 2 month post-implantation." Device has been explanted.